Manufacturer narrative:
At this time product has not yet been returned and the serial number provided is not valid. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. A tripped trend review was conducted for the reported complaint and freestyle lite meter and no trends were identified that would indicate any product related issues. Retain testing was performed for freestyle strips and all units performed in specification and passed. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "couple days ago". If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc blood glucose meter did not give any results after the blood sample was applied to the test strip as it would not advance beyond the ¿apply blood¿ screen. The customer experienced a loss of consciousness and received unspecified third-party medical treatment. No further information was reported. There was no report of death or permanent injury associated with this event.